Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized due to hypoglycemia. Customer reported blood glucose value of 40 mg/dl. Customer reported hypoglycemia treated by paramedics. The event involved product(s) mmt-1880l,mmt-332a,unomedical,mmt-7040a. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue to use the device. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/25/2024 to 12/27/2024. There was no data available to verify failed battery alert/battery failed alarm or unexpected pump error(s)/alarm(s) 1 week prior to the event date 03-may-2023 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 12/06/2024 13:25:00.000 12/06/2024 13:40:00.000 insert battery alarm was found on: 12/06/2024 12:58:26.000 to 12/06/2024 12:59:27.000 12/06/2024 13:05:31.000 to 12/06/2024 13:49:37.000 12/06/2024 19:14:32.000 and 12/06/2024 19:20:31.000 failed battery alert/battery failed alarm was found on: 12/06/2024 12:58:26.000, 12/06/2024 12:58:46.000, 12/06/2024 12:58:54.000 12/06/2024 13:15:10.000 to 12/06/2024 13:40:17.000 pump error 68 alarm was found on: 12/06/2024 15:07:21.000 pump error 49 alarm was found on: 12/06/2024 15:07:21.000 12/06/2024 15:07:56.000 pump error 23 alarm was found on: 12/06/2024 15:08:08.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 24-dec-2024 at 2:40:59 am. There was no power data available for the event date of 06-dec-2024. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. Earliest data available in the diagnostic trace file is on 12-dec-2024 at 20:11:00.000. Unable to verify pump error 68 alarm, pump error 49 alarm and pump error 23 alarm on the diagnostic trace file. No unexpected pump error 68 alarm, pump error 49 alarm and pump error 23 alarm noted during testing. In further checking of the pump history records: battery cycle 70.0 received the lowbatteryalert (104) on 12/06/2024 13:40:00 faster than expected at 0.01 days. Battery cycle 38.0 received the lowbatteryalert (104) on 12/04/2024 20:46:01 after more than 7 days at 10.08 days. Battery cycle 37.0 received the lowbatteryalert (104) on 11/24/2024 17:38:00 after more than 7 days at 10.17 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further full review of the pump history/traces on the (primary) event date of 13-dec-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 13-dec-2024 listed on smartsolve. Dailytotalcollectionstarttime: 12/13/2024 00:00:00.000 dailytotalofallinsulindelivered: 225250 (22.525 u) dailytotalofbasalinsulindelivered: 225250 (22.525 u) dailytotalofbolusinsulindelivered: 0 (0 u) in further full review of the pump history/traces on the event date of 30-nov-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 30-nov-2024 listed on smartsolve. Dailytotalcollectionstarttime: 11/30/2024 00:00:00.000 dailytotalofallinsulindelivered: 883500 (88.35 u) dailytotalofbasalinsulindelivered: 294000 (29.4 u) dailytotalofbolusinsulindelivered: 589500 (58.95 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 13-dec-2024 and event dates 30-nov-2024 and 06-dec-2024 in the formatted history file. Lostsensor1alert (780) was found on: 11/29/2024 12:39:00.000, 11/29/2024 12:49:00.000 11/29/2024 17:42:00.000, 11/29/2024 17:52:00.000 12/02/2024 12:37:00.000, 12/02/2024 12:47:00.000 12/03/2024 13:07:00.000 12/04/2024 12:42:00.000 12/06/2024 12:37:00.000, 12/06/2024 12:47:00.000 12/06/2024 15:58:00.000, 12/06/2024 16:02:13.000 12/09/2024 05:08:00.000, 12/09/2024 12:48:00.000 12/09/2024 12:58:00.000 12/10/2024 04:28:00.000, 12/10/2024 13:19:00.000 sensorexpiredalert (794) was found on: 11/29/2024 16:57:53.000 11/29/2024 17:07:00.000 sgcalibrationerror (776) was found on: 12/06/2024 14:02:42.000 lostsensor2alert (781) was found on: 12/06/2024 16:18:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 90 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No sensor glucose/blood glucose (sg/bg) anomaly noted during testing. Pump error 61 (stuck key alarm) was found on: 12/03/2024 10:49:05.000 12/03/2024 10:59:00.000 all buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required functional testing except sleep current measurement. Unable to verify customer alleged for high bgs/low bgs and sensor glucose/blood glucose (sg/bg) anomaly. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, customer alleged for charge/battery lasts less than expected and an intermittent high sleep current measurement were confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.